Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual inspection observed that the top case was chipped and cracked. The bottom case was cracked. The left and right plunger cases were damaged. During inspection, the reported problem was verified. The top left and right plunger cases were damaged causing the clutch to be stuck open. The root cause of the reported issue was found to be impact caused by the customer. Replaced damaged left and right plunger cases.

Event description:
It was reported that the plunger doesn't travel properly. No patient injury was reported.